Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, indicator window of a 5f exoseal vascular closure device (vcd) did not change during the retraction process. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6. As reported, indicator window of a 5f exoseal vascular closure device (vcd) did not change during the retraction process. The device was attempted to be deployed outside the patient¿s body and required a larger force to activate. There was no reported patient injury. The operator was trained on the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The vessel diameter was not measured. There was no stent and no stenosis greater than 50% near the puncture site. The procedure used a retrograde approach and the exoseal vcd was applied in an interventional procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until bleed back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. Upon removal, the indicator wire loop was deployed. The patient had no abnormalities following the procedure. One exoseal vascular closure device was returned for investigation in a non-sterile condition. Visual inspection showed that the deployment lever was depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the unit. The indicator window displayed a black/white and red position. No additional anomalies were observed during the visual analysis. The functional deployment simulation evaluation could not be performed, as the unit was received already deployed. A high-magnification evaluation was executed to inspect the internal mechanism of the unit. No abnormal conditions were observed in the internal mechanism during this analysis. The reported event of ¿indicator window no change to indicator and deployment lever (button) actuation difficulty¿ was not observed through analysis of the returned device since the device was manipulated post procedure and was therefore received fully deployed with full window transition and full lever depression. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, indicator window of a 5f exoseal vascular closure device (vcd) did not change during the retraction process. The device was attempted to be deployed outside the patient¿s body and required a larger force to activate. There was no reported patient injury. The operator was trained on the device, and the exoseal vcd was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The vessel diameter was not measured. There was no stent and no stenosis greater than 50% near the puncture site. The procedure used a retrograde approach and the exoseal vcd was applied in an interventional procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath introducer were retracted together until bleed back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. Upon removal, the indicator wire loop was deployed. The patient had no abnormalities following the procedure. The device will be returned for analysis.